Event description:
Pt was having CT scan completed. During infusion of contrast, via power injector, the tubing on the connection set ruptured secondary to high pressure. Contrast dye sprayed onto pt and techs. Pt had to have extra dye added to their body to complete the scan.